Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
A complainant reported the patient was on impella cp support. While on support, an automated impella controller (aic) showed ¿purge disc not detected¿ after placing the purge cassette during the procedure. Several trials to take out and place in the pc back in were made, but no success. Problem solved by replacing the aic. There was no harm to the patient.

Manufacturer narrative:
The investigation of automated impella controller (aic) - purge disc/flag issues has been completed. The logs from the complaint date revealed that the console issued purge disc not detected alarm several times. The console was tested. A broken purge disc retainer was identified. The purge disc retainer was observed to be broken and was the root cause of the reported purge disc not detected issue. B.7 revised as information was inadvertently omitted from the initial manufacturer device report number 1220648-2025-25709. H.6 code 4114 was entered incorrectly on the initial manufacturer device report number 1220648-2025-25709 as the device was received.